Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon was implanting a patella in patient and decided to swap the poly as well while in surgery. There was no damage to or issue with the poly but due to the fact that the poly was in for over 10 years, surgeon decided to swap while implanting a patella in the patient.